Event description:
It was reported, the xenon light source. When in auto, brightness control mode lamp light is blinking when endoscope distal end near to the object. The issue occurred, during maintenance. And there were no reports of patient involvement.

Manufacturer narrative:
Establishment full name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of blinking light in the image when object is near to distal end of endoscope was confirmed. Based on the results of the investigation, it is likely that the malfunction occurred due to failure of the focusing unit. However, a root cause could not be identified. Olympus will continue to monitor field performance for this device.